Event description:
It was reported that the health care professional (hcp) requested assistance finding the patient with unknown right ventricular (rv) lead as they dismissed alerts for out of range shock impedance measurements. Technical services (ts) discussed they were unable to find the device. This rv lead remains in service. No adverse patient effects were reported.